Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump did not pass self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged. Unit received with cracked case corner of the belt clip rails near the battery compartment, peeling keypad overlay, missing display window cover and minor scratches on lcd window.